Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the implantable cardioverter defibrillator (ICD) had triggered alerts for high undefined out of range (oor) right ventricular (rv) pacing impedance, lead integrity alerts (lia) for high rate non-sustained episodes and sensing integrity counter (sic), and alerts for rv lead noise, and the patient received inappropriate shocks as a result. The pocket site was reopened and testing of the rv lead showed normal impedance values, and it was suspected that the setscrew was the cause of the alerts and inappropriate therapy. The rv lead was reconnected to the header and the setscrew reset, and impedance trends were stable thereafter. The device remains in use. No further patient complications have been reported as a result of this event.